Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a mesh for the anterior wall of vagina, formation of posterior wall of vagina and transvaginal tape procedure performed on (B)(6) 2015. According to the complainant, after the procedure, on (B)(6) 2015, the patient experienced vaginal secretion/discharge and hemorrhage. Subsequently, the patient was under follow-up observation with hormone replacement therapy. However, on (B)(6) 2016, surgery was requested due to the continuation of vaginal secretion/discharge. Reportedly, on (B)(6) 2016, resection/cutting of infected tissue of the vagina and repairing of exposed transvaginal tape were performed, and the patient is currently progressing.